Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.

Event description:
It was reported that during use the ventilator generated a constant alarm and would not shut down. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
Device evaluation: added product analysis results. Evaluation codes per completion of investigation correction: corrected PMA/510k. If information is provided in the future, a supplemental report will be issued.

Event description:
Although medtronic was not authorized to repair the device, the customer returned the ht70 control printed circuit board (pcb). The control pcb was directed to medtronic¿s product analysis laboratory. Visual inspection of the component was conducted and no anomalies were found. An investigation was performed; however, the reported issue could not be duplicated. No fault was found with the returned component.